Manufacturer narrative:
Per the tandem user guide, "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the t:lock was not secure. Customer¿s blood glucose (bg) level was 444 mg/dl. Tandem technical support guided the customer through priming the air bubbles out.